Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that the keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The user reported that the up arrow button did not activate desired pump functions when pressed. She said it only occasionally works. There was no reported patient impact associated with this complaint.